Manufacturer narrative:
Update to annex codes c and d. Update to h3.

Manufacturer narrative:
As per the report, "customer received item from kaiser about a year ago and said it's not reading the pulse correctly. The customer said the cuff doesn't work. There's a leak in the cuff somewhere and it won't complete the reading." Per customer, "the cuff fills with air and it registers on unit than fluctuates between reading numbers until I turn off power." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per the report, "customer received item from kaiser about a year ago and said it's not reading the pulse correctly. The customer said the cuff doesn't work. There's a leak in the cuff somewhere and it won't complete the reading. Per customer, "the cuff fills with air and it registers on unit than fluctuates between reading numbers until I turn off power."